Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the plastic ring was on top of reservoir chamber was cracked and only a part is left on the pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returning for analysis and replacement pump will be sent.

Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Unable to perform displacement test due to completely broken off reservoir tube lip.